Event description:
The customer reported that the charge button was not working.

Manufacturer narrative:
(B)(4). The customer reported that the charge button was not working. The customer replaced the processor pca to resolve the issue.